Manufacturer narrative:
During call with tandem technical support on (B)(6) 2021, it was reported that the customer experienced an elevated blood glucose (bg) range of 350 mg/dl due to pump battery not charging. Reportedly, the customer did not perform any actions to address bg level. The customer went to the emergency room (ER) on (B)(6) 2020 and treated with saline and insulin fluids. The customer was released from the hospital on (B)(6) 2020. Customer did not sustain any permanent damage. H6: removed 2199; added 4607, 1905. H6: removed 2199; added 4607, 1905.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 332 mg/dl. At the time of reporting, pump is charging as intended.